Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia, when the user attempted to remove the swg, it tore and a piece remained in the patient. After further investigation, the piece was found in the patient's soft tissue, not in the vessel. As a result, surgical intervention was needed to remove the piece of wire from the patient, and a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay.